Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An aneurx stent graft was implanted during the endovascular treatment of a 53mm aaa. It was reported that the patient returned for follow-up and it was discovered that the aneurx stent grafts had migrated down from the renals and a ia endoleak is present. As intervention the physician implanted an endurant aui and then iliac limb on the left side and an amplatzr plug in the right limb and then performed a fem-fem bypass. Per the physician the cause of the event was due to the aneurx graft fixation failed. No additional clinical sequalae were provided and the patient is fine.